Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable cardiac monitor (icm) was not able to be felt in the body nor was telemetry able to be gained via the programmer. It was confirmed that data had been sent the same day as the patient clinic visit so an x-ray was recommended. The device remains in use. No patient complications have been reported as a result of this event.